Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components for evaluation. The arrow raulerson syringe (ars) was not returned for evaluation. Visual examination could not be performed on the ars as it was not returned for analysis. A device history record review was performed and no relevant findings were identified. The customer report of an ars leak could not be confirmed by complaint investigation as the ars was not returned for analysis. A device history record review was performed with no relevant findings. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The ars syringe was found leaking during pucture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The ars syringe was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.